Event description:
A (B)(6) female patient called zoll customer support to report that her monitor was displaying a service code 107 and then would not power up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 107, won't power up) was confirmed. Upon investigation extensive contamination was discovered inside of the monitor, which caused the reported abnormal shutdowns. The root cause for the contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the contaminated monitor. The patient received a replacement monitor.